Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2019-06328. All investigation activities will be captured under report 1416980-2019-06328. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the tubing on top of the filter chamber of a clearlink blood recipient set disconnected which resulted in a leak from the intravenous (IV) blood bag. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.